Event description:
Pt daughter (B)(6) called in regards to meter 51850-0291247 the reason of the call was because (B)(6) had to go to the ER due to the reading the meter gave the pt. Pt daughter stated that the pt tested at 8:30am on (B)(6) 2012, and he received a result of 177mg/dl. Pt daughter said that her father had slurred speech and that's what prompted the ER to be contacted. When the medics arrived they tested the pt with their meter and the result was 43 mg/dl. Pt was then taken to the ER and upon arrival his blood glucose level was 46 mg/dl (he was in the ER) about 4 hours where he was given sugar water in IV to raise blood glucose level. The pt then was taken to a overnight room where he spent the night for monitoring. When pt left the hospital his blood glucose reading was 149 mg/dl.

Manufacturer narrative:
Unable to determine if the issue is a result of the user error or device malfunction.